Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I've been diagnosed with celiac disease and was told to look into cosmetics etc that I may ingest/since this is a product that I've used in the past [celiac disease] was told to look into cosmetics etc that I may ingest/since this is a product that I've used in the past [suspected exposure via ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of celiac disease in a female patient who received denture cleanser (polident retainer cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident retainer cleanser. On an unknown date, an unknown time after starting polident retainer cleanser, the patient experienced celiac disease (serious criteria gsk medically significant) and suspected exposure via ingestion. Polident retainer cleanser was discontinued (dechallenge was unknown). On an unknown date, the outcome of the celiac disease and suspected exposure via ingestion were unknown. It was unknown if the reporter considered the celiac disease and suspected exposure via ingestion to be related to polident retainer cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 07 march 2021. Consumer stated that "I'm inquiring regarding your product the polident retainer daily cleanser if it is gluten free? I've been diagnosed with celiac disease and was told to look into cosmetics etc that I may ingest. Since this is a product that I've used in the past I need to know if it contains gluten."